Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's buttons were not working. Troubleshooting was done for keypad anomaly. Down arrow button not responding. Customer stated that numbers are not ramping on their own. Customer reported this happened everyday. Customer stated the scroll bar was not moving with no input. Customer reported buttons were not responding after troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. (B)(4).